Event description:
It was reported that the user experienced prolonged hyperglycemia while using the ilet bionic pancreas, with no device alarms or infusion set leaks identified, and concurrent intermittent sensor connectivity issues; the user consumed high-carbohydrate candies without a meal announcement during the second day of system use, and later performed a complete infusion set and supply change with insulin delivery resuming. Symptoms included feeling sleepy. Outcomes included blood glucose rising to 414 mg/dl and remaining above target for about six hours, without hospitalization or medical intervention. Investigation included device-use troubleshooting and user education, confirmation of continued insulin delivery, and guided replacement of the infusion set and supplies. Investigation of this case revealed that the hyperglycemia was associated with unannounced carbohydrate intake during early adaptation of the ilet, with no evidence of device malfunction. It was concluded that the event was related to user management factors, and the device functioned as designed after supply replacement and continued operation.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.